Event description:
It was reported there was a loss of therapeutic effect. The patient stated the ¿stimulator under my arm had not been working quite the same.¿ it was noted the patient had a fall about 6 months prior to the report which is when the pain started to get worse. Pain in the patient¿s legs has been getting worse since the fall. Additional information requested but had not been received as of the date of this report. Reference manufacturer report# 3004209178-2013-11258.

Manufacturer narrative:
Concomitant products: product ID 37702, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial #(B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial #(B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).